Event description:
No additional information.

Manufacturer narrative:
Investigation results: material/lot unknown; no sample. Full investigation could not be performed. No root cause. Complaint will be re-opened if any additional information is provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material#: unknown. Batch#: unknown. Verbatim: rcc received a complaint via email. There is a new msos comment for the topic: coring with bd blunt tip needles new comment by (B)(6). I reached out to ismp on monday, who responded, "we have received reports about this as well and have concerns. We will be sharing these issues with the FDA on an upcoming phone call." We are temporarily switching nursing over to using blunt-tipped filter needles instead of the regular blunt-tipped needles. Does anyone have a list they could share of the following? Medications that cannot go through a 5-micron filter needle: high-viscosity medications (like bicarb) that are difficult to pull up through a 5-micron filter needle I genuinely appreciate your help and collaboration! Original msos topic: we have started to get many reports from nursing and anesthesia around issues involving coring of medication vials. So far there isn't a trend with a specific medication, but most reports have involved pfizer products. Nursing has been using bd blunt tip needles for many years without issue. Reports of coring began about 2-3 weeks ago. Has anyone else experienced recent issues with this.